Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and positioned on the mitral valve. While establishing final arm angle (efaa) the clip opened to around 40 to 50 degrees and the mr increased. The clip was not implanted and the cds removed. One clip was implanted reducing the mr to a grade of <1 . There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported clip opening while establishing final arm angle (efaa) was unable to confirm via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the available information, a cause for the reported clip opening during efaa cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.